Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the post operation recovery unit when a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to oversensing of noise with high rate non-sustained (hr-ns) episodes and sensing integrity counter (sic). Interrogation of the implantable cardioverter defibrillator (ICD) shows that the patient was inappropriately shocked. The ICD and the rv lead was suspect of detecting electrocautery noise due to a lack of magnet or magnet loss. A follow up with the patient¿s healthcare provider yielded no further information on the incident due to non-compliance from the patient to show up to appointments and communication. The ICD and rv lead remains in use. No further patient complications have been reported as a result of this event.